Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to additional information received on 03-jun-2026, a revision procedure was performed as the patient had some pain in the glands and inflammation around scrotum and reservoir wound. The patient also complained about auto inflation. The device was explanted and a malleable (genesis) was implanted.